Event description:
The customer reported that during a percutaneous microwave ablation treatment of a 2 cm liver cancer tumor, an antenna broke inside the pt. It was backed out along its insertion path and was removed intact in a single piece. A second antenna was obtained and again inserted and it too broke inside the pt. Like the first antenna, it was backed out along its insertion path and was removed intact in a single piece. A third antenna was used and competed the procedure successfully. Ultrasound was used for guidance and placement of the antennas. The replacements of antennas added 45 minutes to the procedure. There was no pt injury. See MFR report # 1717344-2010-00778 for other antenna.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.